Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The phenomenon may have been attributed to aging deterioration considering the date of manufacture of the device or to external force applied, e.g. Rubbed excessively, in the daily use including reprocess. The following description was found in the instruction manual. Inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, deformation, excessive bending, protruding objects or other irregularities. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The scope¿s control body was inspected and found the glue peeling on the forceps cover. The electrical connector also was noted to have peeling glue. Based on the investigation, the most likely cause for the reported event due to chemical stress applied during the cds process (handling issue). An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have a reportable malfunction during estimation in which the forceps glue cover was found to be peeling. There was no patient injury reported.